Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 15-may-2024, it was reported by patient's mother that her child's infusion set came off as the tape was not sticking during normal activity. No further information available.